Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The lot # provided by the customer was invalid. Therefore, the lot # was not captured. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 438 mg/dl and 110 mg/dl at 8:25 a.m. With the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with blood sample using the in-house contour ts meter and in-house contour ts test strips from lot # 1dm3f09a, which gave a satisfactory performance.

Manufacturer narrative:
Based on the additional information received, the lot # has been captured in section d4.